Event description:
The patient attended the hospital following the vibratory alert. The device was interrogated and was observed to be in backup mode due to event queue overflow. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and experienced no adverse health consequences.